Event description:
A nurse reported that a lens would not position properly following intraocular lens (iol) implant surgery. In a follow-up with the nurse, she indicated the surgeon had difficulty positioning the lens during surgery as the patient was uncooperative. The surgeon noted at the patient's follow-up exam that the lens was not positioned properly. In an additional surgical procedure, the lens was explanted and the surgeon was unable to implant another iol and the patient was left aphakic. The nurse reported that the surgeon did not feel the iol caused the event but feels it was due to the patient's anatomy. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. Additional information has been requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).